Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 16 x 3.50mm rebel stent was advanced to treat the lesion. However, upon attempting to remove the device, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 16 x 3.50mm rebel stent was advanced to treat the lesion. However, upon attempting to remove the device, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. Device evaluated by MFR: returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The hypotube was completely separated 54.2cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.